Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported an error during a case causing a loss of mechanical ventilation. The patient was switched to manual ventilation and case completed. There was no report of patient injury.